Event description:
Legal counsel for patient reported patient underwent a partial knee arthroplasty on (B)(6) 2011 and a partial revision on (B)(6) 2012 due to dislocation. Legal counsel for patient further reported patient underwent total knee arthroplasty on (B)(6) 2013, due to dislocation of the bearing. A review of invoice history confirmed the initial surgery of (B)(6) 2011 and the revision procedure on (B)(6) 2012. The polyethylene bearing was removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 13 states, "dislocation and subluxation due to inadequate fixation and improper positioning." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-02997 / 02998).

Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a partial knee arthroplasty on (B)(6) 2011, and a partial revision on (B)(6) 2012, due to dislocation. Legal counsel for patient further reported patient underwent total knee arthroplasty on (B)(6) 2013, due to dislocation of the bearing. A review of invoice history confirmed the initial surgery of (B)(6) 2011 and the revision procedure on (B)(6) 2012. The polyethylene bearing was removed and replaced. Additional information received from patient's legal counsel reported patient allegedly underwent a manipulation procedure on (B)(6) 2013 due to arthrofibrosis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.